Manufacturer narrative:
The user reported missing low glucose alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 15, ios version 17.4.1 and app version 2.11.1.81753. It was reported that the low glucose alarm failed to sound when there were changes in the customer's glucose levels. As a result, the customer was asymptomatic but was unable to self-treat. The customer was treated by a non-healthcare professional (hcp) who delivered glucagel. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with apple iphone 15 and ios operating system version-17.4.1. It was reported that the low glucose alarm failed to sound when there were changes in the customer's glucose levels. As a result, the customer was asymptomatic but was unable to self-treat. The customer was treated by a non-healthcare professional (hcp) who delivered glucagel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink [ios] application as this report concerns a united kingdom customer. This is same/similar to us freestyle libre 2 ios/android application part number 71926-01. All pertinent information available to abbott diabetes care has been submitted.